Manufacturer narrative:
The device ro 13 025 has been inspected for investigation purpose. The tests performed confirmed that the head holder adaptor was broken. This part has been replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the head holder adaptor was non-functional. The tightening knob on support arm was broken. The surgery was performed without connection between the bed and the robot. No patient impact has been reported.